Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil on the right ventricular (rv) lead triggered an alert for low impedance. The rv coil was also noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.